Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm (rciaa) and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, follow-up imaging showed a distal type I endoleak originating from the contralateral leg component in the right common iliac artery (rcia) causing enlargement of the rcia aneurysm. On (B)(6) 2020, the patient underwent re-intervention and the right internal iliac artery (riia) was coil embolized. Two additional contralateral leg components were implanted to extend coverage down rcia with intentional coverage of the embolized riia. The patient tolerated the procedure and the endoleak was resolved.